Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacture representative reported that when using the new restore app in the clinic they found that when reprogramming a restore sensor you can only go to max 130hz instead of 1000hz. They only had 1 program active and turned the pulse width right down. They had to use the n¿vision to program to up 500hz for the patient.